Event description:
Baxter received a report that one (1) intermate device did not flow when connected to the patient. The customer reported the device would not dispense the medication. The intermate was filled with sodium chloride and vancomycin. The patient's line was flushing with sodium chloride flushes. The device was hooked up to the patient for several hours and working fine. When the device was unhooked from patient and unclamped, there was no flow. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual and functional tests were performed and the reported condition could not be confirmed. The device performed as expected. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.